Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery back and the x-ray tube were replaced. The system was then found to be operating as intended.

Event description:
The customer reported a series of error messages and then the system shut down. No pt injury was reported.